Event description:
A health care professional reported that the trocar was leaking while inserting it during vitrectomy surgery. The procedure was completed on same day, but it was unknown how the surgery was completed. There was no information reported about patient impact. Additional information was requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).